Manufacturer narrative:
The device was returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit for hyperglycemia. Release records were reviewed and the product met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported her blood glucose (bg) reached 478mg/dl after wearing the pod between 4 and 24 hours. The patient was brought to the e.r. And was treated with IV insulin until bg levels came down. Ketones were detected but patient did not go into dka. The insulin history is as follow: (B)(6).